Manufacturer narrative:
An evaluation of this system by a ge representative has not yet been completed.

Event description:
It was reported that the system transmitter was not working. No pt injury was reported.